Event description:
During a percutaneous catheter myocardial ablation to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Abnormalities were identified during both the preparation and utilization of the sheath. To prevent air from entering, an attempt was made to submerge the tray in water. However, the tray could not be properly secured, resulting in air entering the tray. St elevation was observed in leads ii, iii, and avf upon insertion of the sheath and the catheter. Left coronary artery (lca) and right coronary artery (rca) angiography were performed, during which the st segment returned to normal within seven minutes. After confirming the absence of air inside the sheath, the farawave catheter was inserted without using a tray, and the procedure was completed. No air was observed in the patient, although bubbles were detected in the sheath. The device is not expected to be returned due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.